Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 13-jan-2026 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received inside a lens daisy wheel labelled sn: (B)(6). The original folding carton, implant identification card, patient stickers, implant notification card, and dfu were also received. During a visual inspection, the device was inspected under magnification. The lens was received coated in viscoelastic residue and with one haptic bent. The lens was cleaned revealing lens damage. Complaint issue "haptic damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
A bent upper haptic of the ar40e model intraocular lens (iol) was noted after it's placement in the patient's eye. The lens was removed during the same procedure and a back-up ar40e 19.0 diopter iol was implanted in the patient¿s ocular dexter (right eye). There was no serious patient injury however, the incision was enlarged, unplanned sutures were required, and an unplanned vitrectomy was performed. Patient prognosis post-procedure was reported as healing well. No further information is available.